Manufacturer narrative:
Evaluation of the suspect device was not complete at the time of this submission. Evaluation results, review of the device history record, investigation, and a conclusion will be communicated in a follow-up submission.

Manufacturer narrative:
The suspect device was returned to an edwards electronics service center for evaluation. The customer's complaint was unable to be confirmed through evaluation of the returned device. The allegation of the blood temperature displaying an incorrect value without alarming could not be replicated. Forty-eight hours of "burn in" testing as well as ftb testing was unable to reproduce the customer's experience. No physical damage was observed during the visual inspection of the device. Upon further investigation it was determined that the nvram (memory chip) had expired. This is a re-usable product and the referenced monitor was manufactured 10-may-2002. There was no indication or evidence of a manufacturing related issue. The device history record for this device was reviewed and all manufacturing requirements were met. This type of product carries a 'useful life' of 5 years. The referenced monitor has exceeded the established useful life established for this product. Vigilance monitors are no longer supported and the monitor will not be repaired or returned to the customer. The monitor will be decommissioned.

Event description:
It was reported that the bt value displayed on the vigilance monitor was incorrect; 99 degrees celsius (= 210 degrees fahrenheit) was shown. Under normal conditions the value should display as approximately 37 degrees celsius. The incorrect value continued to display for approximately 3 to 4 hours without any alarms being detected. Simultaneously, the patient monitor displayed normal values concerning ECG and map; therefore, no patient compromise occurred as the bt value was clearly incorrect and therefore disregarded. Additionally, svo2 monitoring was also appropriately executed by the vigilance monitor. The bt issue was resolved by exchanging the vigilance monitor for a vig 2 monitor.